Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead helix did not extend. Upon testing the lead outside the patient, it was noted that too many turns were needed to extend the helix and the helix did not extend progressively but with a leap forward. It was further reported that the helix exhibited the same issues upon retraction. The lead was removed and replaced. No patient complications have been reported as a result of this event.